Manufacturer narrative:
Unit powered up properly after battery installation. No display anomaly or black spots noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error alarm, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests due to failed batt test alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that there were black spots on display screen. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.